Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm. The aortic neck was severely angulated aortic neck. Vessels were bilaterally severely calcified without thrombus or tortuosity. It was reported that the pt presented symptomatically with abdominal pain, although the pt was stable until the implant procedure the following evening. Due to the severely calcified vessels, the physician had wanted to use a conduit for the insertion of the devices; however, because the pt's religion prohibits the use of blood products, and a conduit might have required blood administration, the physician instead gently used a 24 fr. Sheath/dilator in order to advance the devices. The talent bifurcated stent graft and the contralateral limb were implanted without issues. However, before implanting an ipsilateral extension limb to extend down to the hypogastric artery, the pt's blood pressure started dropping. The physician then used a balloon inside the aortic neck and proceeded with a retrograde injection of cell savor. Extravasation due to a tear of the right external iliac artery was noted, and the physician implanted 2 talent limbs to try to seal off the extravasation, with unsuccessful results. The physician then implanted 2 stent grafts from another manufacturer inside the talent limbs, which were also unsuccessful at sealing off the extravasation. The pt's family refused the physician's request to administer blood. The pt later expired early the following morning due to the loss of blood. The physician commented that there were no issues with the talent stent grafts, but that the sheath used and the calcified iliac anatomy contributed to the event.

Manufacturer narrative:
Eval codes, results: death, ruptured vessel/aneurysm. Conclusion: severely calcified iliac arteries. Pt could not receive blood products; sheath may have contributed to the event.